Event description:
As reported, the thermogard console (sn (B)(6)) displayed a mid:09 (air trap assembly) error message. No information was shared with zoll about the patient's treatment status or if the system was intended for use on a patient or being tested.

Manufacturer narrative:
The customer's complaint of the thermogard console (sn (B)(6)) displayed a mid:09 (air trap assembly) error message was confirmed during the functional testing. A loose connector was noted on the small printed circuit board (pcb) of the air trap sensor block, possibly resulting in an intermittent malfunctioning air trap sensor block. The event log review showed no presence of the mid:09 error message. The thermogard console passed the initial functional test without any fault or error. The reported mid:09 error message was not reproduced; however, a loose connector was noted on the small printed circuit board (pcb) of the air trap sensor block, which could cause the mid:09 error. The air trap sensor block was replaced to prevent recurrence. Following the service, the thermogard console passed the final functional test and electrical safety tests without any error. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the thermogard console with sn (B)(6).